Event description:
Caller reported malfunction on pump, with no notable events occurring prior. There was no adverse impact to customer's blood glucose level. Technical support provided pump reset information, assisted with resetting, but malfunction code recurred, leading to decision to replace pump.